Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shocks. Atrial under-sensing led to incorrect interpretation of atrial fibrillation as ventricular fibrillation. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic. Further information requested, but not yet available.